Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5097230 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5102475 UDI: (B)(4).

Event description:
A report was received that the patient was frequently charging the implantable pulse generator (ipg). It was also noted that the spinal cord stimulator (scs) leads had high impedances. The patient underwent an scs replacement procedure and was doing well postoperatively. The explanted devices were disposed and were not returned.